Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated that her tampon unraveled upon removal and tampon pieces remained inside of her. She is not sure if she was able to remove the remaining pieces and plans to visit her doctor.